Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the polymer found found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the anchor is on the shaft of the device. The distal tip of the anchor is fractured. A visual inspection of the returned device found that it is not in its original packaging. The sutures were not returned with the device. The anchor is attached to the shaft of the device. The distal tip of the anchor is fractured and was not returned with the device. The prongs on the distal end of the shaft are bent. There is debris in the threads of the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff procedure, the twinfix ultra anchor broke, instrument outside patient. Procedure finished with s&n backup device, the back-up device was used in the originally drilled bone hole. Surgical delay of less than or equal to 30 minutes was reported.